Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that during surgery, it was not possible to fix the anchor to the bone of the patient. It was further reported that the bone quality of the pt was good and the instruments being used were in good condition.